Event description:
Device failed to lock. Upon attempting to lock on tissue the device fell apart. The refill loading unit broke off and needed to be retrieved from pt. No adverse affect on pt. Prolonged surgery time.